Event description:
It was reported that during a laparoscopic nissen procedure, the valve tore unexpectedly after being used for ten minutes. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.